Event description:
New information received indicated that through remote transmission, additional post-sensed t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were suggested.

Event description:
It was reported that through remote transmission, post-sensed t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. The device was reprogrammed and the patient will continue to be monitored.